Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer had a blank screen after it was powered on. It was noted that the stylus and cursor were slightly off, the connection between the xy board and overlay was reseated and cleaned and a 25-point calibration was performed. It was also noted that the programmer had a long boot sequence and the link electronic module (lem) board was reseated and the nylon standoff were replaced as a preventative measure. The programmer software was reconfigured, reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a blank screen after it was powered on. The programmer was returned to service and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.